Event description:
During preventive service of the device, the manufacturers field service engineer reported review of the device diagnostic log history indicated previous pressure sensor failures. Failure of the pressure sensors as noted may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The customer did not report the occurrence to the manufacturer previous to service. During testing, the service engineer reported the unit failed the pressure accuracy test. The service engineer reported finding the data acquisition pcb to motor controller pcb cable was not seated at the data acquisition pcb board. The service engineer reseated the cable to address the finding. The service engineer recommended replacement of the data acquisition pcb board to complete the repair. The customer reported the pcb board replacement would be done by them, declining the replacement by the service engineer.